Event description:
There was some subsidence of the tibial baseplate leading to loose or larger joint space. Tibial component was found to be loose and was easily removed with an osteotome. Component was at the time of implantation used with cement. Femoral component was also loose and was explanted with a gloved hand. A smaller femoral component was cemented in and a medium baseplate was cemented in place with a 31 mm insert and 100 mm stem.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.